Event description:
Malfunction: lcd screen was too dim to read. A laser operator reported that the lcd screen was out and she had to use a pen light to read the screen during surgery. There was one patient involved and the site was able to proceed with surgery. There was no harm to the patient.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager confirmed the problem, replaced the lcd display assembly to address this issue, and successfully completed the system verification. Conclusion: based on the results of the investigation, the root-cause was determined to be faulty lcd display unit. The manufacturer has investigated this type of failure and confirmed that this issue is the result of faulty hardware within the units. The manufacturer issued an update for the lcd screen hardware. (B) (4). (B) (4). (B) (4).